Event description:
The lead was not implanted and was replaced.

Manufacturer narrative:
A partial lead with the distal portion measuring 46.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, high pacing impedance and low sensing amplitude were observed on the lead. Lead damage was noted. The lead was noted implanted and was replaced. No patient consequences were reported.